Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak alarm occurred at the start of treatment. Blood was visible in the dialyzer and tested positive for the presence of a blood leak. The estimated blood loss was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. There was one dialyzer from the reported lot number returned and subjected to a bubble point leak test. A leak was detected at approximately 140°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the leak location on the cavity ID end. The fiber fragment was approximately 10.0 inches in length. An opposing end was not identified. There was no other damage or irregularities noted. During the lot history review it was noted that there was no other complaint reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak alarm occurred at the start of treatment. Blood was visible in the dialyzer and tested positive for the presence of a blood leak. The estimated blood loss was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.